Event description:
It was reported that the display on the insulin pump was frozen. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed, but the display could not be restored to normal operation. The customer was advised to revert to a backup plan to treat his diabetes. However, the customer did not have a backup plan, so he was advised to go to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
The buttons were unresponsive because, the keypad connector on the liquid crystal display board was unlocked.